Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a successful cryo ablation procedure, the patient suffered from an atrioesophageal fistula (aef) at the left inferior pulmonary vein (lipv). The patient subsequently underwent surgical repair of the fistula and was subjected to prolonged hospitalization. No further patient complications have been reported as a result of this event.

Event description:
It was reported that after a successful cryo ablation procedure, the patient suffered from an atrioesophageal fistula (aef) at the left inferior pulmonary vein (lipv). The patient subsequently underwent surgical repair of the fistula and was subjected to prolonged hospitalization. No further patient complications have been reported as a result of this event. 2022-12-06: a few weeks following the successful cryo ablation procedure, the patient presented to the emergency room (ER) with chest pain. A computerized tomography (CT) scan revealed air in the left atrium. The patient is recovering but does have some lingering deficits; it was further reported that the patient is stable and has an endotracheal tube and a percutaneous endoscopic gastrostomy.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The files showed 12 applications were performed using an afapro28 balloon catheter with lot 16279.no system notices were triggered on the event date. The console seems to be controlling the pressure and flow within the specified range. In conclusion, the clinical issue (atrioesophogeal fistula, embolism) occurred during the procedure. There is no indication of a relation of the adverse event to the performance and malfunction of the product. The physical product was not returned for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.